Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-09669 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a car accident and got rear ended on (B)(6) 2016 but says the healthcare provider checked the device after and there was no damage to it. Caller asked about getting a rechargeable system, since they were not expecting to have to change out the ins on (B)(6) 2016 and had thought it would last longer than that. Caller says that the patient's implant "was a success, his hands curled until he got the ins and says it has helped his mood alot". Caller reports that "its a tradeoff because it does help him, but since he had the implant his speech isn't as clear you could tell right after his first implant ((B)(6) 2012) but after the car accident it was even more noticeable. If he takes his cinamet his speech really suffers and alot of people think hes drunk but since the months since the car accident the speech did get alittle better". Caller said that the patient started having falls shortly after this car accident as well in 2016. Trauma/falls reported that could be related to the issue include the motor vehicle accident. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated they had a loss of therapy around the time of their accident. They were prescribed capibopa [carbidopa?] But it wasn't enough and they froze up during a bike ride the day before their replacement surgery and a police officer brought them home. Refer to (B)(4) for details pertaining to the pain at the incision site after surgery and training while on medication.